Manufacturer narrative:
Two photos were provided for investigation. It is not possible to confirm the condition reported by the customer, it is not clear from the photos if the cuff inflates symmetrically. In addition, it is necessary to perform the asymmetry test on the physical sample to confirm the condition. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there are problems with the balloon: it does not swell evenly, which creates difficulties in ventilation. Troubleshooting was done but the problem persists and the cannulas cannot be used. When looking at the cannula compared to others there is a gap between the stem and the end of the balloon. There was patient involvement and unknown patient harm.